Event description:
Pfs and medical records received. It should be noted that formal litigation hasn¿t been filed yet, so this complaint isn't legal. Pfs alleges pain, swelling, inflammation, infection, damage to surrounding bones and tissues, and mobility problems. Part/lot information provided. Revision operative note confirms infection. The liner, head, and hole eliminator were removed during the revision operation. Update rec'd (B)(4) 2014 - litigation papers received. Products are now being reported. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the provided metal insert/femoral head product/lot code combinations. Per procedure, these devices are exempt from device history record review. It should be noted, the reported incidents found are not related or similar. No other reports were found against the provided hole eliminator product/lot code combination. Medical records were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. The patient was primarily implanted with the reported depuy devices (B)(6) 2005 and revised for infection in (B)(6) 2011. It is not likely or reasonable to conclude the depuy devices contributed to the patients reported infection more than six years post primary. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.